Event description:
A customer observed multiple, non-reproducible vitros phyt quality control results while using two different vitros 5600 integrated systems. 5600 # 1: qc fluid biorad 2 = 70.78 vs. Expected result = 56.0 umol/l; qc fluid biorad 3 = 137.73 vs. Expected result = 101.0 umol/l; qc fluid lot q2098 = 135.40 vs. Expected result = 101.75 umol/l; 5600 # 2: qc fluid biorad 2 = 26.31 vs. Expected result = 56.0 umol/l; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros phyt patient results have been questioned. There was no report of harm to patients as a result of this event. This report is number one of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible vitros phyt quality control results were obtained while using two different vitros 5, 1 fs chemistry systems. Expected performance was obtained using an alternate vitros phyt reagent lot. There was no evidence to suggest that an instrument related issue contributed to the event. The investigation concludes that the root cause of the event was a reagent related issue with vitros phyt lot 2609-0136-3987. Additionally, an unknown issue with shipping and/or handling of the affected vitros phyt reagent cannot be ruled out as contributing factors. There have been no additional complaints received for vitros phyt lot 2609-0136-3987.